Manufacturer narrative:
The insulin pump had a cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, detached end cap, stained address/serial number label, minor scratched and cracked display window and missing end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there was a crack on the battery compartment and the drive support was sticking out. The customer¿s blood glucose level was 167 mg/dl at the time of the incident. The insulin pump was replaced and customer agreed to return the product for analysis.